Event description:
It was reported by service report that the fowler angle and scale are inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler angle. Conclusion: bed out of calibration.